Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after being disconnected from the ilet system for approximately one hour following a shower and later reconnected, with the device prompting for and accepting a dexcom sensor code, after which glucose readings were present. Symptoms included elevated blood glucose up to 308 mg/dl without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute effects. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that the event was consistent with high glucose with an undetermined root cause.